Manufacturer narrative:
(B)(4). The customer reported that a pt monitor fell. No pt injury was reported. Philips has not received any information of a failure of a mounting solution. Philips will report this failure in an abundance of caution. Philips is in the process of obtaining additional information concerning this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt monitor fell. No pt injury was reported.